Event description:
Customer reported that protime microcoagulation system generated result lower than doctor's office. Protime microcoagulation system generated pt/inr 2.2. Clinic generated pt/inr 3.3. Pt was treated with clinic result. Pt's therapeutic range is 2.5-3.2. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method: device history record reviewed for (B)(4) and CAPA. No product returned. Result: record eval completed. Product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. Itc has requested all data required for form 3500a.